Event description:
During device preparation, it was noted that the contact force data could not be set up with the catheter and the light remained red. The catheter was exchanged which resolved the issue. The procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.